Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a open book image. The customer¿s blood glucose was 160 mg/dl. Troubleshooting was performed for open book image. Insulin pump was not dropped or bumped and received alert when customer was left from the pool. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify critical pump error (open book image) due to cracked lcd glass. Moisture damage was found on the electronic assembly during visual inspection.